Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient was implanted with a bard/davol flat mesh for the treatment of stress incontience. The attorney's report alleges, permanent injury, pain and suffering, and defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to the patient's peri-operative sticker page only. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.